Event description:
It was reported that the user announced a meal for dinner, consumed one bite, then canceled the meal announcement near completion and later ate different food due to concern that remaining meal insulin could cause low glucose. Subsequently, the user observed glucose levels hovering around 170¿180 mg/dl and was advised that the system¿s correction algorithm would address rising glucose. No reported symptoms. Outcomes included user education on system behavior and self-monitoring with intent to call back if glucose continued to rise. Investigation included review of reported use patterns, meal announcement behavior, and system correction capability. Investigation of this case revealed no device malfunction and indicated that user-initiated cancellation of the meal announcement and subsequent food intake likely contributed to the observed hyperglycemia, with the device¿s correction algorithm functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors associated with meal announcement and insulin-on-board management.